Event description:
Complaint alleged that while attempting to defibrillate a male patient, the device failed to charge energy while the adaptor was attached to the defib electrodes. The adaptor was removed and the device operated appropriately. Complaint indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.